Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 and t3 transformers on the defibrillator pca. The root cause for the defective transformers could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing.